Event description:
Boston scientific received information that noise was observed on latitude, however could not be recreated in a clinic setting. All lead diagnostics appeared normal. Pacing inhibition was noted on the electrograms and there were 3 non-sustained ventricular tachycardia episodes with noise on all three channels. The physician was concerned of a header bond issues, but technical services confirmed this device has an updated header bond. Technical serviced advised educating patient on emi. No adverse patient effects were reported.

Manufacturer narrative:
All products remain in service. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.